Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 2 events were previously reported during the reporting quarter under MFR report # 3015967359-2025-00921; however, it was subsequently determined that one of the devices reported was actually a product number 550025s309 vice a 550025s307. - 1 previously reported event was included under MFR report # 3015967359-2025-00921 but should be included under this report. Product return status 1 device investigation type has not yet been determined. Additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 1 previously reported event is included in this follow-up record. Product return status 1 device was received.

Event description:
No change